Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre rx biliary dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre rx biliary dilatation balloon were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the rx tunnel on the catheter dislodged into the scope. It was noted that the elevator channel might not have been fully down while advancing the balloon down the scope. The same event occurred with the second device. The procedure was completed with another cre rx biliary dilatation balloon. There were no patient complications reported as a result of this event.